Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) was sent to the surgical center, in hand, by the surgical center nurse. It was in use and began to present failures in the robot arm that did not recognize it. An attempt to couple it was unsuccessful. After analysis, the broken steel wire was evidenced. Used only 01 life, it was in its second life. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.